Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
User bought chair 2nd hand, stated that the left front wheel tilts to the side when turning. Causing the chair to tip.